Event description:
Further reported was "histology confirming the diagnosis of alcl;" pathology has not been received and the markers of cd30+ and alk- have not been reported or confirmed. Device has been explanted.

Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "I did submit all histology confirming the diagnosis of alcl".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "intracapsular rupture." Device remains implanted.